Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The engineer inspected the dimension vista 1500 instrument and noted that the 24-volt power supply, located on the back (left rear) of the instrument, overheated and generated the smoke. No other instrument module(s) was damaged. The engineer replaced the power supply and verified the operation of the instrument. Siemens evaluated the event and confirmed that electrical components on the dimension vista are manufactured of a nonfire material. The cause of smoke emitted from the instrument was due to a power supply failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted siemens and stated that smoke was emitted from the dimension vista 1500 instrument. The customer unplugged the instrument and called the fire department. There are no reports of injury to staff and no damage to property. There are no known reports of adverse health consequences due to the smoke.